Manufacturer narrative:
Refer to manufacturer report #3004209178-2019-00617, for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the caller was doing an impedance check on a patient. Caller reported 2500 ohms while testing at the default value (8840) of 1.5v. Caller does not know if this is bipolar pair or monopolar pair. Caller also reported the other side has a low value of 700 ohms. This was reviewed that would not be considered low. Caller has limited information. The healthcare provider was going to retest patient at the 3v default. Patient requires head MRI for a possible stroke. It is unknown if the issue is resolved and if impedances are out of range. No further complications were reported or anticipated with this event. Additional information was received from the rep indicating that the possible stroke was not alleged to be due to the device or therapy. Impedances were found to be out of range. Actions/interventions to resolve the issue included a CT scan, cta, frequent vs and neuro checks. A transthoracic echocardiogram (ttc) was also performed and these occurred (B)(6) 2018. They thought that it was a small vessel ischemic stroke and vessel irregularities most likely atherosclerosis. The stroke symptoms were resolved and the impedances were not checked again. The rep received impedance numbers from the clinician as well. The abnormal readings were: right at 0.70 ¿ 1 & 3 = 166 (I don¿t have the left), left at 1.50 ¿ c & o = 2574 (I don¿t have the right), right at 3.00 ¿ 1 & 3 = 175, left at 3.00 ¿ c & 0 = 2082.